Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) while experiencing ventricular fibrillation (vf), and cardiopulmonary resuscitation (CPR) was administered. It was noted that the implantable cardioverter defibrillator (ICD) delivered therapy appropriately; however, anti-tachycardia pacing (atp) and shocks failed to convert the rhythm. Additionally, the ICD exhibited undersensing. Programming changes were made. The patient was in stable condition.